Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blood transfusion that kept alarming air in line, despite no air being present in the set occurred during patient infusion. The pump was switched out twice, and the set was reloaded multiple times, but the alarm continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.